Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed that the uninterruptible power supply (ups) does not turn off correctly. The ups goes into battery mode and did not shut down completely. The same issue occurred with a new ups so the ups was eliminated as a cause of the reported event. Further testing found that the cable to the ups was found to have a short circuit. The representative replaced the cable and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a case, the uninterruptible power supply (ups) on the imaging system did not received a shutdown signal from the mobile view station (mvs) board. The site reported if the mobile view station (mvs) is off without a power connector, the ups battery discharges totally. The same issue occurred with a new ups. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: follow-up sequence number 1 inadvertently filed. Intended to be filed under MDR (B)(4).

Manufacturer narrative:
A medtronic representative reported that the issue was a duplicate issue to MDR 1723170-2017-04568 and was inadvertently filed.

Manufacturer narrative:
A medtronic representative reported on 15 november 2017. That the event date and aware date were inadvertently entered as (B)(6)2017. The reported event date and aware date were meant to be (B)(6)2017.